Manufacturer narrative:
Investigation included customer interview and coordination for device return. Investigation of this case revealed physical damage to the touchscreen with loss of touch functionality. It was concluded that the device sustained physical damage resulting in touchscreen failure and loss of watertight integrity, necessitating replacement.

Event description:
It was reported that an ilet device¿s touchscreen was cracked and became nonfunctional, rendering the user unable to operate the device; the device was no longer watertight and required replacement. Symptoms included no injury and no adverse changes in blood glucose, as the user reported blood glucose was not affected. Outcomes included device replacement and user instruction to shut down the device, sync data to the mobile app, continue cgm monitoring with dexcom, and return the damaged unit.